Event description:
It was reported that the customer was priming his insulin pump while he was connected. Caller stated that he got too much insulin and his blood glucose dropped to 39 mg/dl. Caller stated that he treated the low blood glucose with candy and eating dinner. Caller stated that they tried to program the insulin pump, but it was stacked in priming and it start alarming, buttons are not responding and the drive support cap is protruded. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and missing address/serial number label. The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump passed displacement test and no delivery test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).